Event description:
It was reported that the patient received inappropriate shocks due to artifact sensing. Fracture or insulation damage was suspected. Detections and therapies were turned off and the patient will be seen in three months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.